Event description:
An electrician discovered that wire crimping was loose on the 4 port power supply box installed on two-meter track extension of an advia labcell laboratory automation system. Two additional power supply boxes at the site also had loose wire crimping. There were no injuries sustained as a result of the loose wire crimping on the power supply boxes for the advia labcell automation system.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the automation system, the cse confirmed that the wire crimping on the power supply boxes was loose. The electrician repaired the wire crimping and verified that the power supply boxes were performing within specifications. The cause of the loose wire crimping on the power supply boxes is unknown. The automation system is performing according to specifications. No further evaluation of this device is required.